Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot. No patient injury was reported. A touch pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed abrasion on all tubes of the pump. No functional abnormalities are noted with the pump, either cylinder or reservoir. Because no functional abnormalities were noted with the returned components, this complaint cannot be confirmed as reported.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, holes in device.